Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The implant associated with this event was returned for evaluation. The implant was functionally tested with an in house compatible driver. The compatible driver and implant assembled as intended. Furthermore, visual inspection and DHR review for the implant did not find any malfunctions or non-conformances. The unreturned driver was used along with a different implant to complete the procedure. Therefore, the alleged device malfunction was unconfirmed. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up," checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant disengaged from the unknown driver. The procedure was completed with another implant from stock.